Event description:
It was reported that when the surgeon was using a prograsp forceps instrument during a da vinci-assisted radical prostatectomy without lymphadenectomy, the surgeon noticed the metal cap at the tip of the instrument had "popped off" slightly and the instrument was permanently bent to where the instrument couldn't be removed without removing the entire port. The procedure was completed robotically with no reported injury.

Manufacturer narrative:
Intuitive has received the instrument; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have a broken main tube approximately .1455 from the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage.

Event description:
Refer to h10/h11 for follow-up information.